Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor displayed readings in the dexcom app but failed to pair with the ilet, and troubleshooting included confirming use without a receiver, toggling the ilet cgm setting between g6 and g7, and re-entering the four-digit pairing code. Symptoms included none reported. Outcomes included no injury and no medical intervention. Investigation included customer service guided troubleshooting and user education on proper pairing steps and expected pairing time. Investigation of this case revealed an unsuccessful cgm-to-ilet pairing despite correct code entry, consistent with a pairing communication failure between the sensor and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was transient communication issue during pairing.